Event description:
It was reported that the procedure was to treat a totally occluded lesion in the proximal right coronary artery. The progress guide wire was advanced; however, the physician did not know if the guide wire was in the right lumen; therefore, it was pulled back, and resistance was noted. The guide wire was pulled into the guiding catheter, and resistance was noted again. The guide wire was twisted, and was able to be removed. After removal, it was noted that 1.5 cm of the tip separated, and was seen under angiography inside the guiding catheter. A new guide wire and balloon catheter was advanced. The balloon was inflated close to the distal exit of the guiding catheter and all devices were removed as a unit. The procedure was stopped, and no additional treatment will be performed. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Against resistance. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The difficulties removing the guide wire could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted that the hi-torque guide wire instructions for use (IFU) states: do not push, auger, withdraw, or torque a guide wire that meets resistance.